Event description:
Additional information received reported that there was no overdischarge; the patient was having telemetry issues. A manufacturing representative reeducated the patient on the use of her recharger. Her therapy was working properly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator recharger (insr) and patient programmer (pp) kept turning off so she couldn¿t charge her implantable neurostimulator (ins). This issue started the day of the report. The patient felt stimulation last night but not today. Troubleshooting was done and the patient saw the poor communication screen on the insr and pp. An ins overdischarge was suspected. Additional information received from the manufacturer¿s representative (rep) stated that the patient was unable to get good communication with the battery on (B)(6), and thought she was in overdischarge. The rep. Met with the patient and initiated a physician mode recharge (pmr) which turned over right away and went to normal charging but the insr showed zero coupling bars with the ins. The rep. Was able to interrogate the device with the clinician programmer and reviewed the following charging statistic information: zero coupling bars average. Recharge session on (B)(6) was completed with a 75% charge at the end, on (B)(6) with a battery level of 50%, and on (B)(6) with a battery level of 50%. There were two recharging sessions from (B)(6) (when the rep. Met with the patient) at 50%. A normal charging session was attempted which showed zero coupling boxes. The antenna was repositioned twice and both times improved the coupling first to three bars and then to seven bars. It was noted that coupling had been more difficult since the patient had a revision. It was noted the insr was functioning normally and the issue with the charger had been resolved. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3998, lot# v041066, implanted: (B)(6) 2007, product type: lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).